Event description:
It was reported that a pump did not infuse blood to a pt. The customer stated that no pt injury occurred.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Additional communication with the customer identified that the device was delivered to the facilities biomedical engineering department with a reported symptom of "upward occlusion."